Event description:
Caller reported experiencing an elevated blood glucose reading of 528 mg/dl. Caller stated, she noticed that all of the insulin had spilled into the cartridge compartment. Caller reported the insulin is leaking from the bottom of the cartridge from the plunger. Caller stated she had the same issue two days ago where she noticed insulin in the cartridge compartment; was able to pour the insulin out of the cartridge, dried the pump and then inserted a new cartridge. Caller alleges the elevated blood glucose readings are due to the insulin leaking form the cartridge. Patient self-treated by giving an insulin injection to treat the elevated blood glucose reading. No adverse event reported. Product was replaced and requested return of the pump, cartridge, and adapter for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.